Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak was discovered in the pump module area of the cycler and on the external of the cassette during their pd treatment. The patient reported receiving a draining slowly and filling slowly message during fill 4 of 5 of treatment and air detected in cassette warnings before discovering the leak and after the leak occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information was received, and it is unknown what caused the leak and the amount of fluid that leaked is unknown. The clinic did not know if the product was damaged or if there were any delivery or shipping issues associated with the product. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was unable to continue therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak was discovered in the pump module area of the cycler and on the external of the cassette during their pd treatment. The patient reported receiving a draining slowly and filling slowly message during fill 4 of 5 of treatment and air detected in cassette warnings before discovering the leak and after the leak occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak was discovered in the pump module area of the cycler and on the external of the cassette during their pd treatment. The patient reported receiving a draining slowly and filling slowly message during fill 4 of 5 of treatment and air detected in cassette warnings before discovering the leak and after the leak occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.